Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system was continuing to fall offline. The customer stated that they were unable to access the medication during surgery, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station has multiple issues during logged in. A field service engineer (fse) had disabled wi-fi and updated the network adapter settings to 100 half-duplexes on all anesthesia carts. The fse then verified that access and communication were functioning correctly following the configuration changes. The system functioned as intended after the field service engineer rectified the issue. E.1. Initial reporter facility: (B)(6) hospital.